Event description:
It was reported that connecta plus3 10cm white broke and leaked during use. The following information was provided by the initial reporter: the customer informs that a connecta stopcock with extension set broke in the middle of CT-scan of the heart. The patient was contaminated with a small amount of contrast media. The CT-scan had to be repeated, since the first CT- scan was done without contrast media due to the leakage. Customer informs this as a potential adverse event. Lot number and sample availability has been asked, no reply yet from the customer.

Manufacturer narrative:
H.6. Investigation: as the lot number was unknown for this incident and samples were unavailable for return, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that connecta plus3 10cm white broke and leaked during use. The following information was provided by the initial reporter: the customer informs that a connecta stopcock with extension set broke in the middle of CT-scan of the heart. The patient was contaminated with a small amount of contrast media. The CT-scan had to be repeated, since the first CT- scan was done without contrast media due to the leakage. Customer informs this as a potential adverse event. Lot number and sample availability has been asked, no reply yet from the customer.